Event description:
It was reported that the lead integrity alert was triggered and a lead fracture is suspected. Oversensing was seen when touching the pocket and with patient movement. Also noted was an impedance spike, elevated thresholds and the short interval counter was at 2000. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.